Event description:
It was reported that the patient presented to the hospital with intermittent second and third degree heart block and abdominal discomfort. The lead had migrated and cardiac perforation occurred. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.